Event description:
A malfunction was reported on the customer's pump, identified with the code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the device, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to contact support if the issue reoccurred.